Event description:
Customer reported that the dates and times stored in the memory of their precision xtra blood glucose meter did not correspond to the dates and times listed when the meter memory was uploaded onto their computer using the precision link date management system. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa21dec06 letter.